Event description:
A malfunction was reported on the pump with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted in the resetting process, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reoccurs, which was acknowledged and understood.